Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. The customer stated they were not aware of their low blood glucose since the sensor did not alarm. The details of the hospitalization was not provided at the time of the call. The customer's blood glucose was unknown. The customer also reported adhesive issues with their sensor and blood at site. Customer's sensor will be replaced. The customer declined to return the sensor for analysis.